Manufacturer narrative:
Analysis found that visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The device was aligned with the 2ma position when received. (The position / setting was not moved from the as received condition) the device would light when touching the probe tip to the grounding needle which indicates it was delivering stimulating current. The device was then functionally tested in the other two positions with no issues or intermittent behavior while manipulating the switch and tip within the positions. The device was electrically tested per the xpi with no out of specification condition identified: position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and measures 0.51ma. Position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 1.03ma. Position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 2.05ma. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that a nerve monitoring device was not providing stable stimulation during the procedure. There was no delay in the procedure as a result of this event. The procedure was completed with a back-up device. There was no patient impact or injury.